Event description:
The customer reported that, during reprocessing, black debris came out of the subject device when it was flushed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not confirm the reported issue. Service found that there were scratches on multiple parts of the device due to handling, the adhesive on the objective lens was cloudy due to handling, and the insertion tube was cut due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be specified. It was also informed that reprocessing was correctly conducted by the user facility. Therefore, the cause of the event could not be presumed further. Olympus will continue to monitor field performance for this device.